Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist found that the user was actively using the patient encounter system (pes) under the domain with the role of charge registered nurse across multiple areas; however, tss was unable to validate the issue due to insufficient information, requested the most recent date and time the user attempted to log in to the station, along with the station name, also instructed the user to attempt logging into the patient encounter system (pes) website three times, even if errors occur, and then wait a few minutes before attempting to log in to the station again. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server user attempted to add a user to inpatient, but the password was not recognized. The user re-registered the fingerprint; however, the system then prompted for a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.